Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 and the distal set-up joint (dsuj) for failure analysis investigation. The usm 3 was analyzed and the reported 32097 error was confirmed but not replicated. In logs, the 32097 error was found indicating communication fault on the usm act (axes controller tornado) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp (printed fixture test platform) where all relevant testing was passed within specification. Once testing was completed, the fcp (field replaceable unit connector pogo-pin) pca was inspected, and no faults could be identified. In logs, error 32097 was found indicating maxis error reported by act in suj3 distal, specifically ploop macm brake command watchdog (missing message) errors. However it was found in a different system, sk4817, in the same hospital. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it passed but wrist rotation had a little friction when exercised thus replicating the issue. The unit was then installed on pftp where it passed all relevant tests. The probable root cause may be attributed to a mechanical defect of the wrist brake assembly of the inner distal suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3 and the distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 3 was disabled. Tse reviewed logs and confirmed errors and advised csr that usm 3 is likely to fault again and to inform surgeons moving forward. Tse advised a hard cycle on the psc may resolve the issue temporarily. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure with ports placed. The system functionality was checked upon powering on the system and the system initially power on without errors. Usm 3 was disabled during procedure.